Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump passed displacement test, basic occlusion test, prime a33, excessive no delivery test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and missing end cap sticker noted.

Event description:
Customer reported a motor error alarm. The blood glucose reading is unknown. Nothing further reported.